Manufacturer narrative:
Investigation was ongoing at time of submission and when complete, the information will be provided in a supplemental report.

Event description:
The customer reported "faint" pink line (not a complete line filled in) with the binaxnow covid-19 ag test. The customer was not sure if result was negative. Additional testing with the binaxnow covid-19 ag test generated only one pink line, instead of two pink lines. The customer provided limited/ambiguous information to understand the results from the test under question. Testing dates were not provided. Additional/confirmation testing was not provided. No patient information, including symptoms, treatment, or outcome, was provided. Attempts to gain further information were unsuccessful. Per binax now covid-19 ag card product insert: positive results indicate the presence of viral antigens. Inadequate or inappropriate sample collection, storage, and transport may yield false test results. Changing of gloves between handling of specimens suspected of covid-19 to prevent contamination. Per binax now covid-19 ag card product insert: negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Without further clarification, it is unclear if the test result with a question regarding readability was a positive result, thus, conflicting results with the negative test results received from the other binaxnow test. Therefore, this case shall be considered reportable, as it's unknown which result is correct.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.